Event description:
It was reported that the greenlight fiber would not fire and a red glow was in the middle of the fiber indicating a break. It was explained that when the physician pressed the pedal, the laser was working, however, the fiber would not work. This procedure was completed with another fiber. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber body between the input connector and the control knob. Analysis also identified the fiber tip appeared to be unused. It is probable that the fiber break was the result of excessive manipulation or bending of the fiber. The interaction between the user and the device caused or contributed to the event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found the fiber tip appeared to be unused. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a break in the fiber body between the input connector and the control knob, 164 cm from the input connector. The aim beam was present at the location of the break. No other defects were observed with the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the greenlight fiber would not fire and a red glow was in the middle of the fiber indicating a break. It was explained that when the physician pressed the pedal, the laser was working, however, the fiber would not work. This procedure was completed with another fiber. There was no reported clinical consequence to the patient.